Event description:
It was reported that the customer delivered a bolus, but the bolus was not registered in the bolus history. It was stated that the customer thinks the insulin pump did not deliver all the insulin. Troubleshooting was performed. It was stated that the customer gave a bolus recommended by the bolus wizard, but the insulin pump did not register the bolus again. It was stated that the customer was experiencing high blood glucose for the past week, and the blood glucose reading was not visible in the reports. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.